Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
A customer reported to baxter corporate product surveillance a primary set which seemed to have infused solution into a secondary set. According to the report, the facility set up the infusion with the hanger fully extended and the primary bag below the secondary bag. The infusion was set up with a sigma pump. One of the solutions being infused was phosphorus. According to one of the staff nurses, a nurse checked the infusion, and made a note that there was "about 10 minutes left in the secondary bag" 20 minutes later, the "secondary bag was full" but the primary bag appeared to have been depleting normally. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.